Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a broken pitch cable at the wrist. The clevis did not exhibit any damage or wear marks. The cable crimp remained in the clevis. Engineering concluded that the non-intuitive motion was probably caused by the broken pitch cable. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci s surgical procedure, the customer reported that the fenestrated bipolar instrument was unable to rotate. No patient harm, adverse outcome or injury was reported.